Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Event description:
Office reported that the anchor of a silent nite slide-link broke off. No information was provided when the patient started using the appliance. Patient reported on (B)(6) 2024 that the anchor broke off when trying to use the appliance for the night on (B)(6) 2024, he continued to use the appliance since he can't sleep without it, felt uncomfortable but continue to use. Will wait for a replacement and return to provider. No other information was provided, and no adverse consequence was reported.

Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).